Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site along with a fever. The physician's evaluation confirmed an infection. The evoke scs system was explanted and intravenous antibiotics were administered. The physician noted, the patient's diabetes mellitus and history of poor wound healing may have contributed to the infection.

Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the infection cannot be definitively determined; however, the physician noted the patient's diabetes mellitus with poor wound healing may have contributed to the infection. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system, include "infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed and the product met all requirements for release.